Event description:
Procedure type: lap gastric bypass, liver biopsy, adhesiolysis. According to the reporter: the pt suffered a small bowel perforation at the jejunal ileum and bile peritonitis. The pt was taken back to the or where a laparoscopic celioscopy, laparoscopic-assisted repair of enterostomy was performed. The serosal tear was reinforced with interrupted sutures, the jj enterotomies were repaired and reinforced the staple line. Approx one month post-operatively (2008), the pt was admitted for wound care and dehydration and underwent wide incision and debridement of right flank subcutaneous abscess with excision of necrotic tissue and fat down to fascia; wound washout. The pt further underwent diagnostic testing showing multiple dilated loops of the small bowel within pelvis suggesting obstruction. This was treated with exploratory laparotomy, lysis of adhesions, g-tube placement, small bowel resection, and is related to the intra-operative complication (small bowel perforation/bile leak) which was determined to be unrelated to the device. At about four days later, the pt status continued to decline, developed lactic acidosis, hemodynamic instability. The pt underwent an exploratory celiotomy to resolve. At about 2 days later, the pt developed a multiple system organ failure, all subsequent/related to the initial small bowel perforation and expired.